Event description:
It was reported that during use the atrial lead exhibited intermittent high impedance, noise/oversensing during pocket manipulation and postural changes, and apparent fracture. Diagnostic testing/troubleshooting performed. The atrial lead was reprogrammed/turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.